Event description:
It was reported that during implant attempt, the atrial lead moved and had to be repositioned. Upon retightening the atrial setscrew, the wrench did not ratchet but just spun. Another wrench was tried with the same results. The lead was removed from the device and looking down the barrel, the setscrew could not be seen and the wrench still did not ratchet but kept spinning. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual analysis revealed grommet damage and the setscrew was loose/detached.